Event description:
It was reported difficulty was encountered passing the distal tip of the cannula through an introducer guide during preparation for a biopsy procedure. Another device was used to successfully complete the procedure without any pt complications. The pt's condition is good. This device was rec'd, evaluated and retained by this MFR. The engineering eval indicated the cannula distal tip was burred. The device exhibited good function during cycle testing. A lot search was performed and revealed no other complaints to date on this lot number. User technique during preparation of this device may have contributed to this event. However, co is unable to determine the exact cause for this event.